Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: failure event observed during analysis. Final analysis found the lead was received in three pieces. Visual inspection found insulation abrasion exposing the outer coil at 9.4 cm to 9.6 cm from the connector pin. The abrasion is consistent with that of exposure to friction with another implantable device. (B)(6).

Event description:
This report is to advise of an event observed during analysis.